Manufacturer narrative:
Communication from the customer indicates the device is functioning normally but did not provide the device serial number despite multiple requests.

Manufacturer narrative:
The device serial number is unknown at this time but will be reported at the time of follow up.

Event description:
It has been reported that the AED is not functioning properly.